Event description:
Additional information indicated that when original event happened in (B)(6) the patient was unresponsive, his eyes were closed and he was jerky. Nurses at the care center thought it was a stroke but his blood pressure was fine. After the patient's neurostimulator was checked with the patient programmer there was a dramatic change and the patient sat up and asked if it was lunch time. Patient did not go to a doctor to be evaluated. Patient was scheduled to see physician around (B)(6). Patient hasn't seen physician since 2010. The same issue happened again (B)(6) 2012. The patient's eyes were closed. Again the device was checked and then the patient did open his eyes although not as quickly as he did after the first event. Thirty minutes after checking the device he was still confined to his bed, but later that night he was talking and responding and was doing so much better. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported indicated that the cause of the event was unknown. It was also unknown of the event caused hospitalization. The patient had not been seen by their health care provider since (B)(6) 2010. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had stroke like symptoms. Status lights indicated that stimulation was on. The patient was located in an assisted living facility. There was no known accident or incident related to the symptoms. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator model 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3389-40, lot# j0348962v, implanted: (B)(6) 2003, explanted: na, extension model 74825,1 serial# (B)(4), implanted: (B)(6) 2004, explanted: na, lead model 3389-40, lot# j0348962v, implanted: (B)(6) 2003, explanted: na, extension model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: na, programmer model 7438, serial# (B)(4).